Event description:
While removing runthrough wire, the wire was caught and would not move. After trying to remove wire, the wire became separated from distal jacket and the wire unwound from main wire housing. After several attempts to remove the broken wire, a piece was left in the body.